Event description:
It was reported that the unit was tagged for an unknown repair. There is no information provided regarding the timing of the event or if there was any patient involvement/harm that may have occurred. During device evaluation it was discovered that the rpms were too erratic to test. Due diligence is complete. No additional information is available.

Manufacturer narrative:
This event is recorded with zimmer biomet under (B)(4). This medwatch is being filed as an initial / final report based on information discovered during the device evaluation. Review of the most recent repair record identified the following related repair: rpms were to erratic to test. Control bar was not in the correct position. Calibration was in at all readings. All worn or damaged components were replaced. The device was tested and calibrated. The device passes all tests and checks per procedure. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.